Event description:
It was reported to philips that the allura device would not boot up. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the flexvision pc. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed the system would not boot up. Review of system log file confirmed the malfunction of flexvision pc. Upon troubleshooting, fse identified that the led was on in drive bay. The cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flex vision pc and reloading software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.